Event description:
It was reported by the affiliate that (1) ems was used during a hernia procedure. It was reported that the staples would not close. The case was completed with another device. There was no pt consequence.